Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues. This issue was previously reported under MDR number 3002809144-2021-00067-00, under a different suspect device.

Event description:
The customer reported falsely elevated alinity c lactate dehydrogenase (ldh) results on one patient. The results provided were: on (B)(6) 2021, sid (B)(6), initial ldh = 247u/l (reference range 125-220u/l). Retest one hour later = 153u/l and 140u/l. There was no reported impact to patient management.

Manufacturer narrative:
Health impact code: f26 component code: g04134 d8 ¿ was this device serviced by a third party? No during the requested site visit, the field service representative found that the sample tbg, syringe valve to syringe, sample was bent. The tbg, syringe valve to syringe, sample (part number c-35016434-01) was replaced to resolve the issue. The module function was verified with a control run. Return testing was not completed as returns were not available. The alinity ci-series operations manual provides adequate labeling with regards to troubleshooting the customer¿s issue involving the elevated/erratic result for the ldh assay. The alinity c service documentation contains adequate information for troubleshooting the tbg, syringe valve to syringe, sample. A review of the alinity c processing module, serial number ac02351, service history, revealed no additional issues of discrepant ldh results reported. A 12-month review of the tbg, syringe valve to syringe, sample did not identify any trends. Product monitoring review of the alinity c platform found no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn ac02351, or the tbg, syringe valve to syringe, sample (part number c-35016434-01) was identified.